Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. (B)(4). Philip's field service engineer (fse) evaluated the device. The fse found low battery. The fse replaced the battery to resolve the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported the ventilator shutdown during operation. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12jul2019. Date rec¿d by MFR:11jul2019. It was determined that the ventilators battery had reached its life expectancy (over 5 years) which is why it failed and caused the ventilator to shutdown. The faulty battery is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.